Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately two years post deployment, the patient experienced pain, CT scan revealed that ivc filter was likely fractured also filter legs appeared to have extraluminal extension/perforation beyond the wall of the ivc. The filter was angulated within the inferior vena cava with its superior tip making contact with the lateral wall of the cava. Therefore, the investigation is confirmed for the filter tilt, perforation of the ivc wall. However, the investigation is inconclusive for filter detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter detached ,tilted and embedded in the wall of ivc and struts perforated through ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.